Event description:
It was reported by the affiliate that the (1) msm20 was used during a thyroidectomy procedure. It was reported that the clips would not feed. The case was completed that the clips would not feed. The case was completed with another device and with no pt consequence.